Event description:
A consumer stated that she had allegedly received second degree burns on her back while using a heating pad, and medical attention was sought for her injuries on the following day. The consumer stated that she was laying on top of the heating pad at the time that the injury occurred. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "do not use while sleeping.", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."